Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that 3 iceforce needles were used for a renal cryoablation case. During the first freeze cycle, all three needles developed frost along the shafts within a few minutes. The patient's skin was protected with warm water in a sterile glove. The patient also experienced muscle twitching when the needles were freezing and when active thaw was initiated. The procedure details are as follows: - freeze - 10 min - frost on all 3 needle shafts and patient twitching - thaw - 8 min - used passive thaw, no patient twitching - freeze - 7:30 min - frost on all 3 needle shafts and patient twitching. Time cut at physicians request due to twitching, margins of ice ball sufficient for tumor coverage - thaw - 45 sec of fastthaw, patient began twitching. Switched to passive thaw for 8 min - attempted to track ablate all 3 needles: -- needle in channel 1, lot: a6974-017 - "warmed-up" for 2 min and never kicked into cautery/track ablation -- needles in channels 2 & 3 track ablated properly for one round at 30 seconds. After needles were removed, a post scan was performed and what appeared to be gas of some sort or some hypodense aberration, had traced along one of the needle's track. Patient's vitals were normal and he woke up from anesthesia with no issues. Needles will be returned. This MDR is associated with the first of three needle's that developed frost on the shaft as well as to capture the event of the muscle stimulation.

Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed, and no related deviation or concerns were found. The reported frost on the needle shaft and needle electrical malfunction were confirmed as the needle failed investigative testing. The shaft's temperature is 6.8°c which points to insufficient thermal insulation of the needle; however the ice ball size is within the specification and was not compromised due to thermal insulation loss. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. Additionally, the needle failed electrical testing. Upon disassembly of the needle, damage was found to the wire insulation on the heater wire. Based on the investigation results, the root cause was determined to be insufficient vacuum insulation of the needle, as well as damage to the resistance wire insulation layer on the heater during assembly. There was no relationship found between the needle manufacturing process and the vacuum loss phenomena. The treatment was completed with no injury to the patient. No failure was identified in relationship to the reported hypodense aberration on post scan. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate.

Event description:
It was reported that 3 iceforce needles were used for a renal cryoablation case. During the first freeze cycle, all three needles developed frost along the shafts within a few minutes. The patient's skin was protected with warm water in a sterile glove. The patient also experienced muscle twitching when the needles were freezing and when active thaw was initiated. The procedure details are as follows: freeze - 10 min - frost on all 3 needle shafts and patient twitching, thaw - 8 min - used passive thaw, no patient twitching, freeze - 7:30 min - frost on all 3 needle shafts and patient twitching. Time cut at physicians request due to twitching, margins of ice ball sufficient for tumor coverage thaw - 45 sec of fast thaw, patient began twitching. Switched to passive thaw for 8 min attempted to track ablate all 3 needles: needle in channel 1, lot: a6974-017 - "warmed-up" for 2 min and never kicked into cautery/track ablation needles in channels 2 & 3 track ablated properly for one round at 30 seconds. After needles were removed, a post scan was performed and what appeared to be gas of some sort or some hypodense aberration, had traced along one of the needle's track. Patient's vitals were normal and he woke up from anesthesia with no issues. Needles will be returned. This MDR is associated with the first of three needle's that developed frost on the shaft as well as to capture the event of the muscle stimulation.